Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. The alarm was silenced, and the pump was turned off and tubing clamped. Rate was 2.2, res volume at 10.4, and 88.2 was given. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-clamp tubing alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.